Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to coil impedances being high/undefined. It was noted that the alert was triggered two more times within two months. The egm (electrogram) showed to have constant noise but the impedances were fine. It is suspected to be possibly a lead fracture or an incompatibility/unexpected operation as the rv lead is connected to a competitor device. The rv lead remains in use. No patient complications have been reported as a result of this event.